Event description:
It is reported that a customer received an alarm on their insulin pump. The patient's blood glucose level was 347 mg/dl at the time of the call. The customer stated that a basal was not programed in their pump before the alarm. The customer experienced an unexpected restart on their pump. The customer was informed to monitor the pump for any further issues. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.